Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26 ((B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a redo transcatheter aortic valve replacement procedure with the transcatheter aortic valve evfxplus-26, the patient developed asystole during the pre-implant balloon dilation, requiring three minutes of cardiopulmonary resuscitation, the administration of epinephrine and bicarbonate, and 24 hours of temporary pacing. Cardiogenic shock occurred following asystole/pulseless electrical activity, and was treated with unspecified intravenous medication. The patient experienced metabolic acidosis after cardiogenic shock and asystole and remained intubated and sedated. Post-procedurally, atrial fibrillation with rapid ventricular response was observed and treated with intravenous digoxin and amiodarone. Left common femoral artery occlusion was noted due to left leg coolness and absent pulses, confirmed by leg ultrasound, and treated successfully with angioplasty. Acute renal failure developed secondary to hypotension and low perfusion during cardiogenic shock, and was managed with fluids. Bilateral pleural effusions occurred, attributed to fluids, congestive heart failure, and immobility, and remained ongoing without reported treatment. Iron deficiency anemia was identified, requiring one unit of packed red blood cells, and resolved with sequelae. All events resulted in prolongation of the existing hospitalization. The physician assessments determined these events were related to the procedure and not to the transcatheter aortic valve.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that the left common femoral artery occlusion was discovered after surgery. Per the physician, the cause of the artery occlusion was vascular access and the delivery catheter system (dcs).

Manufacturer narrative:
Updated data: b5. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that the pre-existing valve was a non-medtronic device. Additionally, the left f emoral artery was used for the delivery catheter system access site.